Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results of the el5ml found that it was received in good visual condition. It was cycled and a double fed incident was noted causing two malformed clips. The remaining five firing sequences fed and formed conforming clips. It could not be determined what may have caused the finding. We have documented the circumstances as they were reported to us. Complaint info is trended on a regular basis to determine if further investigation is warranted. The batch record was reviewed and no anomalies were noted during the manufacturing process. Results/conclusions: malformed clip.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not form the clip properly. The device was not closing correctly either. Another device was used to complete the procedure. There was no adverse consequence to the pt.